Event description:
Initially a report was received and was described as follows: during surgery ((B)(4)) ultra base unit (loaner) became loose. No pt injury. Additional info has been requested. Additional info received on (B)(6) 2015 was as follows: at the end of the surgery, the table was moved from the surgery position into a neutral position to remove the parts from the table. The base unit unattached from the operating table when the operating table was moved to an upward position. This happened at the end of the surgery after the pt was removed from the table into a neutral position to remove parts from the table. Did the unit become loose at the handle? If not at the handle, where was the looseness located? Was it on any of the base handles? Or the brackets? "No the mayfield came out due to the personnel moving the operation table." Patients' age, gender, and underlying medical condition. "We do not have the info." Type of surgery being performed "we do not have the info." Was the surgery prolonged because of the issue" if so, how long was it delayed? Did the pt incur an injury as a result of this issue? No. If the pt incurred an injury, please describe the injury and how it was treated. No. Once the issue was found, how was the surgery completed? Was another unit available and used? Event occurred at the end of the procedure. Was stereotaxy device also used during this procedure? No.

Manufacturer narrative:
Integra completed its internal investigation 01/05/2016. The investigation included: method: review of complaint management database for similar complaints. Visual examination. Results: this device was manufactured on october 23, 2009. No service history on file. A two year look back for reported failure and or related to "unit became loose" for this product ID shows that no additional complaints were received. No new design or manufacturing trends have been identified. The returned unit passed all specific functional testing requirements, except for the shock cushion has moved forward in handle is impeding 6in transitional from going into handle. Shock cushion and 1/4in pin are worn, adjustment wrench is broke. Conclusion: in summary, we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements, however general maintenance is required as this device was manufactured in 2009 with no prior service history.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.